Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 3.4 mmol/l at the time of the incident. The customer reported a critical pump error message. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error alarm noted in the insulin pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, missing display window cover, end cap address label fading and minor scratched lcd window.